Manufacturer narrative:
G4: 21nov2019. B4: 25nov2019. The service technician confirmed the touch position on touchscreen was misaligned so touchscreen was replaced to resolve the reported issue. No other abnormality was confirmed. The following parts were replaced for periodic maintenance 1: oxygen inlet filter, air inlet filter and cooling fan filter. Unit was checked overall, cleaned, run in tests and functionally tested. Confirmed the software version is 2.30. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 15sep2020. B4: 21sep2020. D4: UDI#: (B)(4). The touchscreen assembly was returned for analysis. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. An investigation was performed and the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27sep2019.

Event description:
The customer reported the touch screen responds poorly. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.